Event description:
On (B)(6) 2012 customer reported a fluid droplet at the bottom of the cartridge chemistry sample probe on the dxc 600 pro instrument. Customer stated that the sample and reagent probe fittings and syringes were secure. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and checked the cartridge chemistry sample and waste valves. Fse noted that both valves were clear of obstructions. No active leaks could be identified and the issue could not be replicated.

Manufacturer narrative:
(B)(4).